Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in the shock lead impedance measurements, measuring at 128 ohms. Upon review, the presenting electrogram (egm) recorded no noise. Technical services (ts) stated that it could be calcification and recommended commanded shock option. This rv lead was damaged during the replacement procedure. Subsequently, this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.